Event description:
The event is reported as: complaint alleges: "circuit has cracks in the adaptor where the temp probe connects at the pt end. The circuit has cracks that will not allow it to be used on a pt." No reported injury.

Manufacturer narrative:
Sample has not been returned to MFR in time for this report. Investigation incomplete. A f/u investigation will be send when completed.